Manufacturer narrative:
A final report will be submitted upon the return of the device sample and the completed investigation.

Event description:
An icast device was inserted through a 7fr terumo 7cm sheath. Endoflator was attached and negative pressure was applied and blood filled the catheter and endoflator. The icast delivery system was removed under fluoro making sure that the stent did come off of delivery system. Once system was removed the stent was noted to be in proper position on delivery system. No obvious defects were otherwise noted by physician during procedure. Another of the same devices was placed and the procedure was completed.